Event description:
Nurse reported patient was receiving antibiotics through PICC catheter. 1839-2100 PICC/cvc device + tegaderm IV advanced dressing secured and covered the site. At removal, nurse alleged the skin was red, blistery and seeping under the dressing. Reported tegaderm dressing was discontinued and replaced with gauze dressing. Reported PICC was eventually discontinued due tot skin condition. No additional information available.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.